Event description:
Surgeon was removing the guidewire and it broke. Mini c-arm was brought in, guidewire remnant was identified in patient's left foot and successfully removed. All pieces accounted for.